Event description:
It was reported the patient fell down the stairs on (B)(6) 2010 and suffered a shatzker fracture. The surgeon attempted to implant a plate but was unable to due to the fit of the locking screws being too distal of a fit with the raft joint. The surgeon performed the fixation with a 1/3 tubular proximal to tibia plate in order to support the elevated joint and graft; this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Part/catalog and lot number unable to be verified. Unable to verify 510k information without part/catalog number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.